Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that the light guide connection was disconnected, the lens was fogging due to internal lens dust, the light guide had bad illumination due to breakage, the outer tube was dented, and there was deterioration of the light guide end face of the outer tube. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the telescope exhibited the light guide connection was disconnected. There were no reports of patient involvement.